Event description:
The following was reported: "scopes blurry switched to open surgery. Patient was for left vats, excision of lung lesion. 30 degrees 10mm scope was in use. Camera was very bad quality and they were unable to see clearly after cleaning repetitively for about 20 times which, led patient to bleed, due to poor optics, they couldn't identify source of bleeding while the camera needed frequent cleaning and losing focus, they needed to convert to mini thoracotomy to allow for better assessment. Bleeding was controlled and would have been avoided to convert to mini thoracotomy if camera was better quality as the source of the bleeding was identified easier and quicker and also bleeding would have been avoided in first place as poor focus of the camera.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complained (B)(4) was received on september 23,2024 at the manufacturing site and were therefore available for investigation. The investigation has been completed on october 24,2024. During the inspection, the following was found: the customer's information cannot be confirmed. The image of the optics is now clear and without image impairment (shadows, dark spots, etc.). The distal and proximal lenses are clear and without impairment or damage. There are severe scratches and dents on the shaft surface but these have no influence on image quality. The distal end shows slight signs of wear such as small scratches and minimal impact. A possible cause for the image impairment described by the customer may be a fault in the camera used. No impairment of the imaging could be detected during the examination of the optics. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).